Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. The analysis of this complaint was an assessment of the manufacturing records, the photographs received from the account and the information provided to abbott vascular. A review of the lot history record was conducted and found no non-conforming reports for this lot. Additionally, a review of the complaint handling database found no other incidents related to incorrect markings on the clip delivery system (cds) knob for this lot. Although a product issue was identified, it appears to be an isolated incident, and there is no systemic issue associated with this. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The customer reported that the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is submitted to report the incorrect labeling of the m/l knob on the clip delivery system (cds) which has the potential to cause or contribute to injury if the clip were to move atypically in the left ventricle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), prior to use, it was observed that the stickers of the m/l knob were the same as the stickers for the a/p knob. There was no issue with the medial/lateral direction of the cds and the device was used successfully. Three clips were implanted and the mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.